Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse instructed the customer to remove the prefilter then, turn the pump on and run for about three minutes. The customer stated the issue resolved after the intervention. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the l-6 tubing.

Event description:
On (B)(6) 2017, the customer reported hemoglobin variant (hvar) on all samples with their g8 analyzer. Technical support (ts) instructed the customer to fax the chromatograms. Review of the chromatograms indicate possible contamination somewhere in the system.. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.